Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device can't pass the self test. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that device has failed self-test. Based on the information available and the testing conducted, the cause of the reported problem was not exactly identified. Based on the information available, field service engineer has cleaned the defibrillation handle which resolved the issue and device has returned to normal operation. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after field service engineer has cleaned the defibrillation handle. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.